Event description:
Customer claims that unit began moving about apartment on it's own. She attempted to stop unit while seated in her wheelchair. She was unable to do so and fell out of her chair landing on her femur (stump) and fractured the bone. The unit crashed into the slider door, breaking it. The building maintenance man shut unit off and called for medical attention.